Manufacturer narrative:
The manufacturer of this device is aware of similar complaints for this product. Previous investigations have shown leakage the de-airing port. The port was evaluated under an optical microscope and wide pores were observed to be localized in the membrane body. An internal process (B)(4) to investigate the root-cause and implement the appropriate corrective action for the observed deficiency has been initiated. A supplemental medwatch will be submitted when additional information becomes available. Mrb - material review board.

Event description:
It was reported that during use, leakage was noted at the de-airing membrane of the device. The device was replaced. No reported patient effect or delay in therapy. (B)(4).